Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's power supply issue. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power supply needs to be replaced to address the issue. In addition of the above evaluation, the device's enclosure seal physical damage, pollen filter, ac cord clamp missing, required to replace.

Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator's power supply issue. There was no harm or injury reported.    The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.